Event description:
A user facility clinic manager (cm) reported to fresenius that a blood leak occurred at the connection between the fresenius combiset bloodlines and the crit-line clip (clic) adapter. Additional information was obtained during follow-up. The cm stated that the patient reported not feeling well approximately 1h42m after the initiation of hemodialysis (hd) treatment. The cm went to check on the patient and identified a blood leak at the connection between the clic blood chamber and the combiset bloodlines. The patient¿s estimated blood loss (ebl) was approximately 600 ml. The patient did not complete treatment that day. The patient was instructed to go to the hospital where they received 1 unit (300 ml) of blood. The patient was discharged from the hospital and not admitted. The patient appeared at the clinic the following day where they completed a full additional treatment (with a runtime of 4 hours). It was noted that the patient¿s hemoglobin at the hospital was 9 (units unknown) and their last hemoglobin count taken at the clinic prior to the event was 8.5 (units unknown). The cm noted that the patient¿s hemoglobin count is usually on the low side and they are prescribed erythropoiesis-stimulating agents (esa). Jennifer stated that the treatment was setup with a fresenius 2008t machine, a fresenius dialyzer, and fresenius bloodlines and crit-line clip (clic) adapter. The 2008t machine did not display any alarms. There were no loose connections noted within the treatment setup. There was no defect or damage noted on the bloodlines nor the clic adapter. The samples are available to be returned to the manufacturer for a physical evaluation.